Manufacturer narrative:
D10: related device: fa-55150-1030, lot: 232166029 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the catheter was hydrated as usual and advanced to m2 under guidewire guidance. After hydrating the stent, it was delivered into the catheter through the delivery sheath. The initial advancement encountered little resistance, but significant resistance was felt at about two-thirds of the way, preventing further advancement. The stent was then withdrawn; however, the resistance suddenly disappeared. After removing the stent push rod, it was found that the stent had detached and remained inside the catheter. A brand-new catheter and stent were subsequently used instead, and the procedure was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for pipeline implantation treatment of a fusiform, unruptured right c7 aneurysm with a max diameter of 6mm and a 6mm neck diameter. Landing zone: distal: 3mm and proximal: 5mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 4mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed unobstructed blood vessel.